Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non totally occluded, approximately 16mm in length, less than 4mm in diameter, concentric target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After pre-dilation was performed using a 2x20mm non-bsc balloon catheter, a 4.00x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion as the stent struts were lifted up. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Initial reporter phone updated. (B)(4).

Event description:
Vascular access was obtained via the femoral artery. The non totally occluded, approximately 16mm in length, less than 4mm in diameter, concentric target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After pre-dilation was performed using a 2x20mm non-bsc balloon catheter, a 4.00x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion as the stent struts were lifted up. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found that on rows 1 to 7 on the proximal end of stent, stent struts were pulled and twisted proximally and no further damage was noted on the remainder of the stent. The bumper tip showed no signs damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found that the inner and outer extrusion was kinked 130mm distal of the port weld. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non totally occluded, approximately 16mm in length, less than 4mm in diameter, concentric target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After pre-dilation was performed using a 2x20mm non-bsc balloon catheter, a 4.00x16mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion as the stent struts were lifted up. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.